Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2025 and suture was used. Suture breakage occurred during use on patient. Foils have been separated from the stock. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: 1. Please clarify how many devices demonstrated the alleged deficiency on this single procedure? - total 5 devices demonstrated the alleged deficiency on single procedure. 2. When was the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - suture breakage was on patient during use. 3. Were there any patient consequences? - there were no patient consequences. *information received from ot nurse. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.